Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable

Event description:
It was reported that during a gastric sleeve procedure, the instrument locked out and would not open. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4).